Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for copd exacerbation. It was then confirmed via chest x-ray that the left ventricular lead had dislodged. The patient then went into respiratory distress and expired on (B)(6) 2019.